Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in italy: "cannula break with extravasation." According to the customer: on (B)(6) 2023 at 8.30 am the blue cannula needle was placed in left forearm vein and without complications the haemotransfusion was started the day (B)(6) 2023. The day (B)(6) 2023 patient come back for iron infusion. Started the infusion, the nurse detected an extravasation. Interruption of the procedure and she saw that the cannula needle is not in place and broken. No evidence of haemorrhage, a valuation with vein doppler was requested. Consequences: after the breakage of the cannula needle, it was necessary to vein ecodoppler view in the point of needle insertion. Patient: 88 years old."